Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 40 mg/dl. The customer also states the sensor had inaccurate readings, sensor says 400 mg/dl and the customer 's blood glucose was 20 mg/dl. The customer experienced symptoms such as lost consciousness. The customer was treated with emergency medical treatment. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.